Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2022-40644, 2017865-2022-40642. It was reported during in clinic follow up that the patient presented with a pocket infection. The system was explanted and successfully replaced. The patient was stable.